Event description:
A thorascopic maze procedure was being performed to treat patient's recurrent paroxysmal atrial fibrillation following a catheter-based ablation several years ago. Surgeon experienced difficult exposure due to limited deflation of the lung. As surgeon was using the emr2 clamp, the "rubber attachment" failed and came off of the instrument. The piece was retrieved and removed. Procedure was completed without injury to the patient.what was the original intended procedure?bilateral video-assisted thoracoscopic, minimally invasive maze procedure (bilateral pulmonary vein ablation, bilateral ganglionic plexus ablation, removal of left atrial appendage)device #1is this a laboratory device or laboratory test?no